Manufacturer narrative:
The explanted portion of the lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was returned severed 232 mm from the terminal pin. Only the proximal segment was received. Setscrew marks were noted on the terminal pins, as appropriate. The lead repair kit was confirmed on the is-1 leg approximately 64-84 mm from the terminal pin. The lead repair kit could not be removed to expose what damage had been repaired. A surface cut was noted in the insulation of the yoke. Electrical testing was performed and the returned segment was confirmed to be electrically continuous, indicating the conductor was not fractured on this portion of the lead. No further testing was performed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was confirmed via x-ray to be fractured and was partially explanted during a device replacement procedure. There were no out-of-range lead measurements reported, but slight noise was present on the shock channel. The lead had been implanted for approximately 17 years, so it was not able to be fully explanted. It was also found that the is-1 leg had been repaired during one of the previous device replacement procedures. No adverse patient effects were reported.